Event description:
Trauma pt involved in a mva was taken to o.r. For an expanding abdominal wall hematoma. Bovie electrocautery was used to cauterize the liver laceration. The electrocautery cord was found to have a small hole in the coating which produced a very small 0.5cm round burn on the pt's abdomen to the left of the umbilicus. The bovie machine was checked and was ok. The cord, however, was lost in transport to reprocessing.